Manufacturer narrative:
Evaluation of the returned pod pc pusher assembly confirmed that the pusher assembly was fractured near its proximal end and the pull wire was retracted out of the pusher assembly. Based on the returned condition, the root cause of the reported complaint could not be determined. Further evaluation of the returned device revealed that the pet lock was separated, the pusher assembly was kinked near its proximal end, and the embolization coil was detached from its pusher assembly. This damage likely occurred during the attempt to detach the embolization coil from its pusher assembly during the procedure. The detachment handle used in the procedure was not returned for evaluation; therefore, the root cause of the resistance experienced during the procedure could not be determined. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. (B)(4). This report is associated with MFR report number: 3005168196-2021-00459.

Event description:
The patient was undergoing a coil embolization procedure in the basilar artery using pod packing coils (pod pcs), a ruby coil detachment handle (handle), a lantern delivery microcatheter (lantern), and a non-penumbra guide catheter. During the procedure, the physician successfully implanted two ruby coils and five pod pcs using a re-sterilized handle. After advancing the same the handle over the proximal end of a pod pc pusher assembly, resistance was encountered. Therefore, the handle was removed. It was reported that the handle had been used in another case and re-sterilized before use in this case. The physician attempted to use a new handle to detach the pod pc but was unsuccessful. While attempting to retract the pod pc, the pusher assembly broke at the hub of the microcatheter. The physician used forceps and a needle to remove the broken pusher assembly from the microcatheter. Upon removal, the coil detached. Fluoroscopy revealed that the last three centimeters of the pod pc remained inside the distal tip of the microcatheter. Therefore, a guidewire was used to implant the pod pc into the target location. At this point, the procedure was ended. There was no report of an adverse effect to the patient.